Event description:
Procedure: gastroesophageal anastomosis. According to the reporter: the cut was not complete, leading to the device becoming stuck at the anastomotic site. The device could not be removed initially. There was no pt injury reported, as the instrument was removed through manual manipulation. However, this did lead to extension in operating room time of more than 30 mins.

Manufacturer narrative:
(B) (4). (B) (4). Product not released for use in the united states -no 510k.